Manufacturer narrative:
The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Event description:
It was reported that the patient's cervical incision site opened up. As a result, a surgical intervention occurred on (B)(6) 2021 wherein the patient has an incision and drainage to address the issue.